Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing patient sample result and was not able to reproduce the complaint because of the integrity of the sample. The customer stated the tubing on the wash probe 1 was leaking. While troubleshooting, fse checked the tubing from the wash probe and found it to be leaking, the tubing was loose and easily slipping. Fse removed and clipped the end of the tubing and reconnected the port. Fse performed bf wash several times with no leaks and washing properly. Fse successfully performed a background, estradiol (e2) calibration and quality control runs without error and within acceptable range. Fse also successfully performed five (5) replicates of precision study without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02oct2021 through aware date 02nov2022. There were no similar complaints identified during the search period.the st e2 test code 029, analyte application manual states the following:limitations of the procedure:for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml.the st bhcg test code 071, analyte application manual states the following:limitations of the procedure:for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml.the most probable cause of the reported discrepant results was due to a leakage from the washing probe assembly.

Event description:
A customer reported potential discrepant patient results for estradiol (e2) lot # c4129a4 on the aia-900 analyzer. The customer stated the result did not have any flag or error message and was reported out. The reported result was of 2393.2pg/ml. The nurse requested the sample to be retested because the patient was under hormone stimulating treatment and was expecting result to be higher than 3000pg/ml. The customer reran the sample and the result was 1837.5pg/ml, which was lower than the initial run. For comparison the customer sent out the sample to a reference lab that used eclia methodology and the result was 6360pg/ml. The customer also reported they had a previous beta human chorionic gonadotropin (bhcg) run with discrepant result as well. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.